Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the affiliate via phone that the hd epscp,4.0,30,167,mitek appeared to have a smudge all over the camera. The issue was found during a shoulder arthroscopy. The procedure was completed with another scope with no patient consequences but there was a ten minute delay to the case. No further information available. There was a delay in the surgical procedure. There was a spare device available for use to complete the surgery. "There winjuries", medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, "a su.plemental medwatch will be submitted accordingly.plemental medwatch will be submitted accordingly."

Manufacturer narrative:
Depuy synthes mitek is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: e1: state: (B)(6). H3, h6: investigation summary the device was received and evaluated at the service center. The reported complaint by the customer has been confirmed. It was found that the distal tip of the device was dirty and damaged. Also the shaft of the device was worn and bent and also the fiber was found to be damaged. Upon analysis, it was also confirmed that the device produced a bad image. The device was cleaned, repaired and found to be fully functional. User mishandling is the most likely root cause responsible for the identified failures with the device, which in turn, would have caused the device to produce a bad image. A manufacturing record evaluation was performed for the finished device (serial number: (B)(6)), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. H3, h4, h6: a review of the device history record device history lot a manufacturing record evaluation was performed for the finished device (serial number (B)(6)), and no non-conformances were identified. Device history batch, null, device history review null device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.